Manufacturer narrative:
Device evaluation: the samples were returned for investigation. They were received in used condition without their original packaging open and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. After visual inspection of the unit, samples received did not present any damaged, kink, cut that could cause the failure mode reported. Samples were connected to the pump. No alarms were activated. Based on the no disposable alarm investigation and root cause conduct trough CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicated, and the complaint was not confirmed. No fault was found. No root cause was determined as the complaint was not confirmed. No corrective actions were taken as complaint was not confirmed. A CAPA was opened to investigate the root cause and subsequent corrective actions which is currently in solution confirmation and implementation plan phase. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had several no cassette alarms on the same pump with cassettes from different lots. The cassettes worked on another pump. No clinical consequence identified. No patient injury was reported.